Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads from the same lot. It was reported one of the patient's lead is causing discomfort due to it being superficial. Follow-up revealed the patient has chosen to not move forward with surgical intervention at this time.